Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient had fallen off ladder very hard a little over a week ago. The patient now was in the hospital going through possible morphine withdrawal. The reporter was requesting if a company representative could come and check the pump to see if the pump was damaged/malfunctioning. No further complications were reported or anticipated.